Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, high out of range hv lead impedance was observed. The patient was asymptomatic. Programming changes were made. Patient was fine and will continue to be monitored.